Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the loop recorder exhibited failure to interrogate. No intervention was performed. There was no patient consequences.